Event description:
On 07/28/2009, the patient reported that in 2009, he had elevated blood glucose reading of 278 mg/dl after he changed his insulin infusion set. He said he changed his infusion set again and gave himself a bolus of insulin and his reading was back to normal within a few hours. He had no symptoms. Troubleshooting did not find any product issues. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.